Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The surgeon indicated that the reason for explant is not related to a device malfunction. There hs been no information to suggest a device quality deficiency.

Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. Despite multiple follow-ups, the healthcare provider has not provided any additional information such as cause of explant, operative report, device status for return...etc; therefore, no further investigation can be performed into the root cause of this explant.

Event description:
Through follow-up, it was learned that the edwards' ring was explanted due to a recurrent mitral regurgitation, and replaced with a bioprosthetic valve. It was also learned that the patient underwent native aortic valve replacement and CABG x1 during the same surgery. Operative report indicates, "the mitral valve was exposed through a transseptal approach. There was significant restriction in the movement of the posterior leaflet of the mitral valve. The [subject] ring was intact and resected. The anterior leaflet was also resected. The posterior leaflet was preserved".

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 66 months. The reason for explanting the device has not been provided, despite multiple follow-ups.